Event description:
During a laparoscopic cholecystectomy an er320 would not fire properly and form clips. A new er320 was pulled to complete the procedure. The nurse was not sure which surgeon used the instrument. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it cycled, fed and formed the remaining clips as designed. There were no anomalies noted with the firing of the instrument or the formation of the clips. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.